Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and 5 inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). Device remains in service. Several months later the same ICD delivered more inappropriate atp due to an atrial originated arrhythmia. Troubleshooting and reprogramming options were discussed. No additional adverse patient effects were reported. Several months later other events occurred. At one, the device delivered more inappropriate atp for a conducted rhythm and at other event, under sensing of the atrial beats was observed due to unstable amplitude and some beats maybe falling into refractory period. Various reprogramming options were discussed. The ICD remains in service. No additional adverse patient effects were reported.